Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with severely calcified anatomy, the delivery catheter system (dcs) was inserted via the right transfemoral artery using the inline sheath. The capsule could not pass through the tortuosity between the external iliac artery and the common iliac artery. The flush port was rotated 90 degrees, and insertion was attempted again but was unsuccessful. A percutaneous transluminal angioplasty (pta) was performed, however, the capsule still would not pass. A non-medtronic sheath was inserted and was able to pass without issue. Calcification of the valve cusp was severe and resulted in difficulty when passing the dcs through the annulus. Following the valve implant, an x-ray revealed a dissection between the external iliac artery and the common iliac artery, where the difficulty had been noted passing the capsule through. Subsequently, a peripheral stent was implanted. It was reported that a pre-implant and post-implant balloon aortic valvuloplasty (bav) had been performed during the procedure. No further associated adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.